Event description:
It was reported that the stylet was sticking during removal. It was difficult to remove. The physician had tried several times to remove the stylet and decided to leave the lead and cut the stylet to enable connecting to the multilead trialing cable (mltc). The manufacturer representative (rep) was going to try to get the lead after the 4 day trial to send back for analysis. Follow-up was going to be performed to determine if the lead had been obtained for return to the manufacturer. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4)